Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing sensor anomalies. Customer stated that her sensor glucose was 170's mg/dl before the failure when she tested her blood glucose that tested in the 50's mg/dl. Customer's current blood glucose 145 mg/dl. Customer stated the sensor was removed and was bent also, bleeding at the insertion site. The sensor will not be returned for analysis.